Event description:
It was reported by a service technical that a single pump on a hl20 device was giving a error "runaway message." This indicates that the speed is more than 10% faster than the set value above 1000 rpm. It was also reported that during initial low speed the pump was in turbulence but when switched to a higher speed it performed properly. The tacho board was replaced and thought to have solved the problem but the error message re-appeared. No reported patient impact. Reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The most likely cause of the error is dirt on the tachostrobe or insufficient calibration. This has been communicated to the service technician. If additional information becomes available a supplemental medwatch will be submitted.